Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited slowly increasing pacing lead impedances of 1200-1300 ohms. Following an elective upgrade to this cardiac resynchronization therapy defibrillator (crt-d), the impedances increased to 2300 ohms. The pacing threshold has also risen. The shocking lead impedances are stable at 30 ohms. There are no episodes of noise or oversensing in the stored or realtime egrams.